Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that they were trying to connect to the ins, but they encountered the poor communication screen on their patient programmer (pp). Prior to calling, they changed the batteries. During the call, they then said their pp was showing that the batteries needed to be changed and noted that the pp is going through batteries in a week. The call center was going to have the patient change the aaa batteries in the pp, but no batteries were available to try. The call center reviewed appropriate batteries and the patient noted that they've replaced them many times and they are currently "using max". The patient continued and is wanting to increase stimulation from 5.8v to 6 something due to a return of symptoms. The event was considered a sudden change in therapy/symptoms. As a result of what was reported, an email was sent to repair. The call center reviewed they are replacing the pp and encouraged the patient to call back if they need additional assistance. Follow up information received from the patient on jan. 28, 2020 reported that cause of the issue was that the ¿stimulator does not work anymore¿. They noted that it was set at 5.8 and they could not increase. As an action taken, the patient made an appointment with their doctor in urology for march. There were no further complications reported or anticipated.

Manufacturer narrative:
After further review, the eval method and eval result codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that their appointment had been placed on hold until later in may due to the coronavirus. The patient indicated that they were not able to connect to the implant with their new programmer. When asked for the cause of the sudden return of symptoms, the patient indicated they wouldn¿t know until they saw their doctor. No further complications were reported.